Event description:
Boston scientific received information that during a follow up due to noise on the right ventricular lead, it was noted that there was a pneumothorax. There was no further action when it comes to the pneumothorax. The right ventricular lead remains implanted. No adverse patient effects were reported.

Event description:
-

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this patient attended a routine follow up and a few beats of noise and oversensing was noted on the right ventricular lead. Reprogramming took place and another follow up was scheduled. There was no reported asystole or inappropriate therapy associated with noise and oversensing.